Event description:
The customer reported that there was an "overvoltage error" message displayed. This error is likely to result in an immediate loss of sys functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube high voltage connectors were evaluated, re-lubricated and reseated. The tube housing was also cleaned. The sys was tested and found to be working as intended and returned to svc.